Manufacturer narrative:
Upon review, the left ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for implant procedure. During surgery, the physician attempted to implant the left ventricular lead but was unsuccessful. The procedure was completed with a different lead. The patient condition was unknown.